Event description:
Customer reported the wig wag brake is loose. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the wig wag brake. System operates as intended. (B) (4).